Event description:
The customer reported via phone call that while trying to insert a new sensor it misfired and shot out of the table. The button on the serter was accidentally pressed before inserting and the sensor shot out. The customer was unable to insert the sensor. Customer's blood glucose level was 49 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used enlite sensor and found needle separated from sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.